Event description:
Healthcare professional reported a left side deflation. Patient representative reported "plaintiff returned to the doctor with complaints that their left breast was still lower than their right breast. After a physical examination, the doctor told plaintiff that they were still having problems with the internal lift, and that they needed surgery for a "left vertical-pexy and adjustment" at no charge to them. Plaintiff returned to the doctor for their fifth breast surgery with the doctor. A preoperative photograph taken of breasts demonstrates that plaintiff did not have a rupture, deflation, or leak at either of breast implants. In the operative report and or record, the doctor documented plaintiff's preoperative diagnosis as "left deflation." The doctor further documented in the operative report that upon dissecting down to the implant capsule on the left, the "implant was found to have deflation approximately 40% (tissue/leak at valve) and removed." The left implant was replaced with an allergan saline implant. Yet again, the doctor failed to document the amount of saline used to inflate the implant. The doctor and/or staff had the plaintiff sign an allergan saline breast implant warranty claim form that stated they had a spontaneous rupture, deflation, or leak at left breast, and that as a result they had to undergo surgery to remove and replace the left implant. The doctor then sent the removed implant and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implant, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. Nevertheless, the doctor received a warranty check from allergan for the returned implant." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19/oct/2015 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: white particle material was noted on the inner surface of the device. No leakage was noted at the fill channel of the diaphragm valve. White particle material was removed from the fill channel of the diaphragm valve. The port hole of the diaphragm valve was reported to be clear with no blockage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; tissue/leak at valve.